Event description:
It was reported by service report that the bed exit alarm was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wrong footboard. Issue was resolved for the customer by placing the correct footboard on the bed.